Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had her hip replaced 3 weeks ago and started to experience a grinding feeling and sound in their hip. She came in and seen dr and an x-ray was taken which showed that the liner had either fractured or came disassociated from the cup. Dr scheduled the patient for a revision on (B)(6) 2017. Intraoperatively the 32 mm x 50 mm neutral liner was out of the cup and dr decided to explanted the 50 mm sector cup because he felt maybe it had more of a vertical position, which could contribute the liner disassociation.

Event description:
Update 9-26-2017. Medical records reviewed. Primary operative notes (B)(6) 2017 indicate the patient received a left total hip arthroplasty due to osteoarthritis left hip. Procedure completed without complication noted by the surgeon.